Event description:
The product complaint report shows the customer alleged that the audible alarm suddenly quit working. The alarm assembly was removed and replaced. The reported occurrence happened during an "est" and there was no pt involvement.